Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that there was damage to the insulin pump. There was no adverse impact or consequence reported as a result of this event. The customer reported of being taken to the hospital with high blood glucose but it was not pump related. The customer stated that her physician found that the insulin pump was damaged. No troubleshooting was performed as the customer was not well and had to hang up the phone.